Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the implanted heart device had premature battery depletion and it was attributed to the remote monitor and its attempted interrogations. The device was to be changed out and the monitor returned. No patient complications have been reported as a result of this event.